Event description:
Catheter didn't flush during prep. No patient harm occurred another farawave was opened and used to complete the case. Vendor notified. Manufacturer response for ablation catheter, farawave catheter (per site reporter).